Event description:
The customer reported that when the patient went to the restroom, the IV set came apart at the pump segment. The customer stated that vancomycin was infusing at the time of the separation. There was no report of patient harm. Medical intervention was not required. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The product has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.